Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported had a 5.5 pump support placed for the patient with cgs and cardiomyopathy. The pump was supporting when after 18 days the pump was found to be having ps issues and the alarm was disabled. Additionally there was ventricular tachycardia that was new to the patient and possibly due to pump positioning. The care was withdrawn and patient expired.

Manufacturer narrative:
Optical signal issue: clinical details note that the patient was having constant position in ventricle alarms on (B)(6) 2025. Echo verified very good placement. No other details are known around this time. Data log review shows a decrease in minimum snr around the time of the first impella in ventricle alarms with placement signal waveforms looking ventricular and motor current losing pulsatility. The raw optical signal did not show any clear issues with the optical sensor. Product was not returned. The cause of the optical signal issue was not determined since product was not returned and insufficient clinical details were provided. Vf/vt/af/at: data logs are not applicable and product was not returned. I the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30378.